Event description:
The report received from the affiliate states that after angioplasty (pta) of the target lesion with a powerflex pro balloon, it was difficulty to remove the balloon through the sheath. Also after balloon removal, a recoil of the stenosis was observed and the decision was made to redo the pta. The patient was female (age unknown). An antegrade puncture on the left side with 5fr britetip ((B)(4)/ lot 15647425) sheath was used for access. The procedure being performed was angioplasty of a high grade (>70%) stenosis of left superficial femoral artery (sfa) at the level of the hunter canal. The vessel was described as mildly tortuous and moderately calcified. After measurement the physician decided to use a powerflex pro 6mm x 4cm balloon (lot 15601104). Before introduction of the balloon through the sheath, the balloon was pulled to negative pressure with a syringe. First introduction through the sheath went smoothly. Placement of the balloon on the level of the stenosis went smoothly. A .035" hydrophilic terumo angled wire was used. Balloon was inflated up to nominal pressure and was kept inflated for one minute. After deflation and retraction of the balloon, it was very difficult to pull the balloon out of the sheath. As soon as this was noticed, a 3-way stopcock was placed between the syringe and the balloon in order to be able to create a constant negative pressure. After this was performed, it was possible to remove the balloon, but only by pulling very hard, while giving contra pressure on the hub of the sheath. There was no reported dissection or separation of the balloon. After removal of the balloon some control pictures of the lesion were made. A recoil of the stenosis was observed and the decision was made to redo the pta. Re-insertion of the same balloon was impossible, because the balloon no longer fit into the 5f sheath.

Manufacturer narrative:
Please note that additional information was received from the affiliate which stated that the recoil of the target lesion was restenosis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report received from the affiliate states that after angioplasty (pta) of the target lesion with a powerflex pro balloon it was difficult to remove the balloon through the sheath. Also after balloon removal, recoil of the stenosis was observed and the decision was made to redo the pta. The patient was female (age unknown). An antegrade puncture on the left side with 5fr britetip ((B)(4)/ lot 15647425) sheath was used for access. The procedure being performed was angioplasty of a high grade (>70%) stenosis of left superficial femoral artery (sfa) at the level of the hunter canal. The vessel was described as mildly tortuous and moderately calcified. After measurement the physician decided to use a powerflex pro 6mm x 4cm balloon (lot 15601104). Before introduction of the balloon through the sheath, the balloon was pulled to negative pressure with a syringe. First introduction through the sheath went smoothly. Placement of the balloon on the level of the stenosis went smoothly. A .035" hydrophilic terumo angled wire was used. Balloon was inflated up to nominal pressure and was kept inflated for one minute. After deflation and retraction of the balloon it was very difficult to pull the balloon out of the sheath. As soon as this was noticed, a 3-way stopcock was placed between the syringe and the balloon in order to be able to create a constant negative pressure. After this was performed, it was possible to remove the balloon, but only by pulling very hard, while giving contra pressure on the hub of the sheath. There was no reported dissection or separation of the balloon. After removal of the balloon some control pictures of the lesion were made. A recoil (restenosis) of the target lesion was observed and the decision was made to redo the pta. Re-insertion of the same balloon was impossible, because the balloon no longer fit into the 5f sheath. The device was returned for analysis. One non sterile unit of si brite tip 5f was received inside a plastic, per visual analysis the unit was received without damages. The other device involved in this complaint (powerflex pro 6.0mm x 4.0cm) was also received. A lab sample syringe with water was attached to csi via stopcock port and it was flushed successfully, the powerflex pro 6.0mm x 4.0cm was introduced through the cannula and resistance/friction was felt at the balloon proximal seal area; however a 5f lab sample vessel dilator was introduced through the cannula and no resistance/friction was felt. The csi cannula ID was measured and results were found within specification. The reported customer complaint of withdrawal difficulty with the pta balloon was confirmed. The exact cause for the difficulty encountered was not established but an internal investigation was opened to further investigate the matter. Restenosis or recoil of an artery is a known potential adverse event associated with performing angioplasty. In this particular situation the vessel re-coiled and was then treated again angioplasty. Some vessels are reticent to angioplasty and may require two or three inflations of one or more devices to achieve the desired effect. The analysis has not definitively identified an exact cause for the pta withdrawal difficulty; there is nothing at this point to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken at this time.

Manufacturer narrative:
Then the decision was made to use an indeflator in combination with a 3-way stopcock, with the idea to create even more negative pressure and hence lower the profile of the balloon. This was also unsuccessful. The balloon was switched for a powerflex p3 in combination with the same 5f sheath and the procedure was successfully completed. There was no reported injury to the patient. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.